Manufacturer narrative:
Implant was not returned and the customer's complaint was not verified. DHR review revealed nothing relevant to this event. The cause of the event could not be determined without implant evaluation.

Event description:
Implant threads stripped on insertion during a rotator cuff procedure. The tip of the implant was not removed. Another anchor was inserted next to it and the case was completed. Hospital reported no adverse consequences with the patient as a result of this event. This device is used for treatment.